Event description:
The complainant in japan reported that the automated impella controller (aic) alarmed during the support to 'switch to backup' which was done. It was later reported that the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Patient age, gender and ethnicity is unknown. D9: device was returned to regional engineers and evaluated and the return date is unknown the investigation for the reported issue has been completed. The impella device was not received from the customer. Testing of the console performed at abiomed jp did not reveal any irregularities. "Transient loss of optical data" issue was not reproduced during testing. Optical bench parameters ("5s") were within specification even before blue receptacle replacement. This report is being filed as part of a retrospective review of historical records.